Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (bulky/severe annular calcification, severe native leaflet calcification, bulky/severe aortic root calcification) likely contributed to the pvl observed post valve deployment, the difficulties encountered during the attempts to post-dilate the valve and the proposed post procedural intervention. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-00592 .

Event description:
During a transfemoral tavr procedure, a 26 mm sapien 3 valve and commander delivery system were prepped with nominal volume. The delivery system was inserted without difficulty. The valve alignment was performed without incident in the descending aorta. The valve was positioned and deployed. Post deployment tee revealed moderate to severe paravalvular leak (pvl). An additional 2 ml of volume was added to the delivery system for post dilation of the valve. During post dilation, the delivery system balloon ruptured. The valve was deployed in the intended 80:20 aortic/ventricular (a/v) position; however, there was no change in the pvl. The delivery system was pulled back down into the descending aorta and an attempt was made to withdraw the delivery system through the esheath. During the attempted removal of the delivery system, the distal nose tip/nosecone of the delivery system broke off and remained in the right common iliac artery. A non-edwards sheath was percutaneously inserted into the left femoral artery and the nosecone was snared and pulled down into the left distal external artery and removed via a surgical cutdown. Following the repair of the left femoral artery, multiple post dilations of the valve were performed with a non-edwards (zmed) balloon aortic valvuloplasty (bav) catheter. No change in the pvl was observed. The decision was made to address the pvl post procedure. The procedure was completed and the patient was transferred to cvicu intubated and in guarded condition with infusion of vasoconstrictors. The valve remains implanted in the patient. The native annular diameter measured 23 mm by tee and 22.1 mm x 28.4 mm by CT with a valve area of 486 mm2. Severe annular calcification, severe aortic root calcification and a ¿large amount¿ of calcification in the lvot extending down below the non-coronary cusp (ncc) was reported. The delivery system was discarded by the site post procedure and is not available for evaluation.

Manufacturer narrative:
Additional information: additional information received indicated the patient expired 3 days post valve implant. The cause of death was reported to be complete heart block. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (severe annular calcification, severe aortic root calcification, ¿large amount¿ of leaflet / lvot calcification, severe mac) likely contributed to the post procedural complete heart block and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.